Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795r h3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the main cart monitor was fl ickering and displaying vertical lines. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information as received. It was reported that the manufacturing representative (rep) reseated all cable connections from the back of the monitor and to the the computer with no noted change in behavior of the flickering monitor. When they wiggled the hdmi in the back of the monitor, no change occurred. It was noted that the issue only followed the main cart and the touchscreen and mouse worked as intended. If the rep pressed their finger hard down on the monitor screen, the flickering temporarily stopped.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that both monitors on the system were flickering. There was no patient present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received regarding the system analysis and updated here in section h11. H3 a medtronic representative went to the site to test the equipment. The monitor was replaced and the system then functioned as intended. H6: codes b01, c13, and d02 are applicable to this analysis. H3: the monitor, lot number: 23434568, was returned to the manufacturer for analysis. The monitor's display had pixelated vertical lines across the whole screen. Despite the poor display, the audio and touch were functional. H6: codes b01, c02, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.